Event description:
It was reported implant procedure that the atrial and right ventricular leads exhibited lack of slack. Reconnection was attempted, but the leads were unable to be removed from the pacemaker header. The system was exchanged and the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
The reported event was lead ¿slack had pulled back¿. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.